Event description:
Window lock did not work.

Manufacturer narrative:
Result: blade assembly bent. Product evaluation: inspection of the returned device indicated the following: there appeared to be no damage to the sluff chamber or drive dang of the device; the seal ring was present and seated appropriately; there was no damage evident to the distal cutting windows of the inner or outer blade assemblies. The blade was placed next to a straight edge, and there was evidence that the outer blade assembly had been bent. However, this bend did not appear to affect the window lock function of the device. The inner blade rotated with resistance due to the bend in the outer blade; however, the blade could be window locked manually. The device was connected to a truclear control and truclear handpiece, and window lock was successfully achieved. The returned device was subjected to flow testing. The device demonstrated an acceptable flow rate (approximately 0.06 l/min) when window locked a vacuum of 250 mmhg was applied. Based upon this analysis, the customer complaint could not be confirmed. The bend in the outer blade is likely due to side loading during use. As this blade conforms to the quality specification, no further investigation is warranted at this time. (B)(4).